Event description:
The company received information that suggested that during intubiation that cuff would not inflate. The customer reported that the tube cuff was not pre-tested prior to intubation. The customer reported that there was a pinhole in the middle of the cuff. The patient was re-intubated and there was no report of patient harm or injury. The customer reported that the sample will be returned for further evaluation.